Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2: checked "other" to add the country china. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not able to be confirmed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the camera head, the device was unable to be started up. When the fault occurred, horizontal stripes appeared on the image and the screen had a temporary blackout, but then was restored for normal use during therapeutic procedure (hysteroscopy). The procedure was able to be completed using the same device and there was no patient harm associated with this event.